Event description:
After the implant procedure was completed, the patient developed bleeding from the mouth and the neck incision site. Upon evaluation, the patient was diagnosed with a hematoma and acute airway compromise. Physician evacuated the hematoma and performed an emergent tracheotomy in the emergency department, then brought the patient into the operating room, irrigated the clot, and closed the neck incision. Patient was decannulated and discharged a week later.